Event description:
Discovered a thread at the top... Could not be pulled off completely, string was reversed [device physical property issue]. Case narrative: consumer reported via email that she discovered a thread at the top of the tampon. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Discovered a thread at the top... Could not be pulled off completely, string was reversed [device physical property issue]. Case narrative: consumer reported via email that she discovered a thread at the top of the tampon. No injury was reported.